Manufacturer narrative:
(B)(4).the device will not be repaired. The device will be resold.a supplemental medwatch will be submitted whenadditional information becomes available.

Event description:
"(B)(4) - main heater temperature sensor error. Temperature in the heater does not increase within 20 s, when heater is activated (time-out)."the incident occurred during startup of the device, no patient was involved.(B)(4)